Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump loses time. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the loss was greater than three minutes within ten days and nine minutes within thirty days. The customer stated that they having issues with the battery for about 4 weeks. They was not getting any alarms on the insulin pump and the battery was lasting for about two days. The customer did have low battery alerts in the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Program correct time or date and monitored 12 days. No unexpected time/date anomaly noted during testing.